Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was noted there was blood/body fluid on the distal conductor (not obstructed), and blood in/on the helix/lobe mechanism. The lead appeared stretched and to have been damaged at implant.

Event description:
It was reported that the atrial lead implantation was attempted, but not successful because the lead could not achieve adequate placement. It was also noted that the physician had difficulty pushing stylets into the lead as they kept bending. The lead was removed and not replaced. No patient complications were reported as a result of this event